Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion (pbd). The device was replaced. No additional adverse patient effects were reported.